Manufacturer narrative:
Cmp-(B)(4). (B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the insert would not seat in the tibial prosthesis. Another device was used to complete the case. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Medical products: nexgen stemmed tibial component, catalog # 00598004701, lot # 63638255; nexgen femoral component, catalog # 63638255, lot # 63689845.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned lps flex nexgen articular surface performed and found damage to the distal side mainly the dovetail feature as it is both compressed and flared out. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Per the nexgen cr-flex and lps-flex fixed bearing knee package insert, the risk of implant failure is higher with inaccurate component alignment or positioning. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Investigation results concluded that the reported event was due to misuse. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.